Event description:
The customer reported that the nav-ring is defective. The customer reported that it is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested a repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
Upon further investigation, MDR#2031642-2022-01863 was reported in error. The field service engineer (fse) reported that the issue was discovered during preventive maintenance (pm) and the touchscreen is functional to make settings changes. Therefore, this complaint no longer meets reportability requirements.